Event description:
Upon opening sterile implant, it was discovered that the incorrect product had been inserted into the package box. The packaging was labeled as dual mobility bearing, the intended implant was a dual mobility bearing but package contained a single mobility bearing. This was discovered prior to placing the implant in the patient. The implant and packaging were removed from the or. This did not cause patient harm, as the correct device was brought to the or for implantation. No contact or harm to the patient. Manufacturer response for dual mobility bearing, dual mobility bearing (per site reporter): no response to date; a single mobility bearing was in a package labeled dual mobility bearing.